Event description:
Same case as MFR report #: 2134265-2009-02531. It was reported that during a percutaneous coronary interventional procedure, a dissection occurred. The lesion being treated was located in the ostium of the right coronary artery (rca). After diagnostic examination of the vessel with the impulse diagnostic catheter, the vessel "did not look right". Therefore, the 6fr runway jr4 guide catheter was advanced and angiography was performed. Nitroglycerin was given, the artery dilated and a spiral dissection occurred. The patient was sent to surgery for a single vessel bypass. The patient is now "doing well". The physician reported that the dissection was spontaneous and not related to devices.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.